Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was down. A technical support specialist dialed into the application server. A downtime query showed messages were processed in real time, and the server was restarted. The customer was informed that multiple stations displayed the error. No power or network issues were reported, but the system went down again. The customer reported that the structured query language drive was nearly full and added 20gb to the g drive (mssql data). The integration engineer cleared space, restoring carefusion coordination engine services. The database was shrunk using a knowledge article named carefusion coordination engine message tracing data base truncate solution. The next backup was expected to be under 1gb. Messages were stuck in the queue for the IV prep active directory. The IV prep server had been deleted from remote smart service. The interface went down again then the integration engineer verified that messaging was current on both carefusion coordination engine and server. To resolve the queuing issue, IV prep active directory was removed as a target. It was believed some messages were routed to IV prep via the station interface. The issue was confirmed resolved, active directory messages were no longer queuing, and all messaging was current. The system functioned as intended after the integration engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, interface was down. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.